Manufacturer narrative:
Ok biotech check the returned meter and strips: the current test is 1.1ua. The standard is less than 55ua. Pass. The working voltage test is 400.1mv. The standard is 400+3mv. Pass. Meter's setting, audio and all buttons were ok. We tested the returned meter and strip with in house control solution (low:30 /high:260 mg/gl). All results were within the acceptance range.

Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014, at 4:00 pm. Pt's wife (B)(6) called in stating that pt (B)(6) became unconscious due to his blood glucose level being too low. (B)(6) stated that pt became incoherent to the point of unconsciousness. The reading on the prodigy meter at the time of the event was 68mg/dl. An additional test was performed at 4:13pm on (B)(6) 2014 with a result of 68mg/dl. Paramedics were called immediately. Paramedics performed a blood test with a result of 39mg/dl. Approximately 5 minutes passed between testing with the prodigy meter and the paramedic's meter. Paramedics treated pt with a level life (quick acting glucose gel) 12.5 grams and orange juice. Pt was not transported to ER. Pdc sent replacement and prepaid envelope requesting return of suspect device.